Manufacturer narrative:
Patient date of birth/age and weight are unknown. Symptom onset reportedly began in 2012. (B)(4). At this time, the complainant parts have not been explanted. The complainant parts have not been removed and, therefore, will not be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4)- manufacturing date: september 15, 2009 - expiration date: august 31, 2018. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The sterility documentation was reviewed and determined to be conforming. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient originally underwent a procedure to treat a femur fracture on (B)(6) 2010. At the time, the patient was implanted with 12mm/130 degree titanium cannulated trochanteric fixation nail, an 11.0mm titanium helical blade, and a 5.0mm titanium locking screw. At an unknown time in 2012, the patient developed a "fiery red" rash (or similar skin condition) in the area surrounding the around the hip coupled with a high fever and flu-like symptoms. The reported condition comes and goes, with the affected area growing at each recurrence. The reporter confirmed that the devices are still implanted in the patient with no explant procedure scheduled at this time. This report is 1 of 3 for (B)(4).